Manufacturer narrative:
Concomitant medical products: trapezoid tibial tray sz 3f/2t (cat# 204-04-32 / serial# (B)(4)); tibial augment block 1/2-sz 2 5mm (cat# 204-62-05 / serial# (B)(4)); stem extension 80l x12 mm (cat# 204-32-08 / serial# (B)(4)); tibial augment block 1/2-sz 2 5mm (cat# 204-62-05 / serial# (B)(4)); three peg patella 35mm (cat# 200-02-35 / serial# (B)(4)); tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately seven years post tka, patient had a partial tibial revision for an unknown reason. This is not a pe liner issue due to non-conforming evoh bags, there is no information received any info of incident at that time, there is no complaint registered on our side. No additional information available.

Manufacturer narrative:
As reported, approximately seven years post tka, patient had a partial tibial revision for an unknown reason. This is not a pe liner issue due to non-conforming evoh bags, there is no information received any info of incident at that time, there is no complaint registered on our side. No additional information available. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.